Manufacturer narrative:
The investigation determined that a vitros creatinine (crea) result high outside the reference interval was obtained from a single patient sample using vitros chemistry products crea slides on a vitros 250 chemistry system. The most likely cause of the higher than expected vitros crea patient sample is an issue with the patient sample. The customer is not following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Historical vitros crea lot 1542-3521-7369 quality control results were acceptable, indicating that the reagent was performing as expected in combination with the vitros 250 system. A within run precision test was also acceptable, indicating that the analyzer was performing as expected. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea reagent lot 1542-3521-7369. Email address for contact office is (B)(6).

Event description:
The investigation determined that a vitros creatinine (crea) result high outside the reference interval was obtained from a single patient sample using vitros chemistry products crea slides on a vitros 250 chemistry system. Patient sample vitros crea result of 361.0 umol/l versus an expected result of 74.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea result was reported outside of the laboratory and the patient was admitted to the hospital. However, no treatment was initiated, altered or stopped based on the higher than expected result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and ivd (B)(4).